Event description:
The customer reported, "1200 circuit filled with excessive water and the exhalation valve got "stuck" perhaps due to excessive water. Customer reported seeing lots of water circuit. Customer thought perhaps the expiratory limb was not heating, which led to excessive condensation sitting on exhalation valve." Customer also reports, "using cooling fans in most rooms, possibly the cooling fan flowing on the circuit is causing the problem." Additional info received with the returned component stated, "I removed the exhalation valve from a circuit that was in use on a pt. The vent stopped delivering flow due to high pressure condition." No report of pt harm.